Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube usage if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient in the netherlands had a percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient was hospitalized for stoma site infection and disruption. The patient received unknown oral and infusion antibiotics.